Event description:
MFR received a report of a person transferring out of a manual wheelchair when her leg rubbed against the footrest. This allegedly resulted in a laceration requiring sutures. No malfunction has been reported or allleged.